Event description:
Reporting status: serious injury/medical intervention. Device issue: no device malfunction has been reported. It was reported that the 3 x 23 mm xience v was implanted in a lesion in mid lad, but after deployment it was observed there was a dissection at the distal end of the stent. One more 3 x 15 mm xience v was used to cover up the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- dissection, listed in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement additional stents, or other). There was no report of any malfunction at the time of the stent implantation. A conclusive cause of the patient effect and the relationship to the product cannot be determined.